Event description:
It was reported to philips that the allura system was stuck at start-up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. System reboot did not resolve the issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile found that there was an issue with flexvision pc. Fse rebooted the flexvision pc. After rebooting the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.